Manufacturer narrative:
The device in question has not been returned for evaluation. No further details were available at the time of this report.

Event description:
Company distributor reported that the surgeon was experiencing an increase in corneal wound burns.